Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the error 433 was due to defective generator board. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had error 433. The issue was found during a rtup therapeutic procedure. There were no reports of patient harm.